Manufacturer narrative:
No unexpected keypad anomalies were noted. No unexpected button error alarms were noted and the buttons all functioned properly. However, corroded keypad traces were noted during the visual inspection. The insulin pump had minor scratches on the display window, a broken reservoir tube lip, scratches on the reservoir tube window, cracked reservoir tube, cracked battery tube threads and a broken belt clip slot.

Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons; the buttons were not releasing. Later, during the day, prior to the phone call the insulin pump alarmed button error. The customer's blood glucose was 278 mg/dl. The customer stated that the reason for the high blood glucose was that they have not had insulin for a couple of hours due the issued with the device. The customer stated that the insulin pump might have been exposed to moisture or perspiration due to humidity. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).